Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that due to excessive use of perfluoro carbon liquid (pfcl), some of the fluid likely to have reached the hydrophobic filter of the balanced salt solution (bss)/air infusion lines, preventing air from entering the patient¿s eye during vitrectomy surgery. The surgery was completed after replacing the infusion tubing and cannula with another one. There was no information about patient impact. Additional information was requested and non-received till date.